Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a battery connector issue. The contact was poor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a battery clip connector issue was confirmed, as the returned power module (serial number (B)(6)) was observed to have a damaged battery clip upon arrival at the service depot, resulting in a poor connection to the backup battery. The clip was replaced with a new component, and the battery clip¿s cable was replaced with the updated streamline cable. Then, the unit was functionally tested and performed as intended. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 17dec2010. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.